Event description:
Related manufacturer reference number: 2017865-2022-05348. It was reported that a patient presented to the emergency room. Examination of the patient's right atrial lead and implantable cardioverter defibrillator revealed high capture thresholds on both components, and an additional malfunction of low pacing impedance on the right atrial lead. Additionally, the ra lead impedance was found to be intermittently low. Surgical intervention for the malfunctions was planned but not yet performed. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that on (B)(6) 2022, the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced. Additionally, the patient's right atrial (ra) lead was also found to have unspecified over-sensing during pre-surgery interrogation. The ra lead was also explanted and replaced on (B)(6) 2022. Both the ICD and ra lead were discarded and were not returned. The patient was stable throughout the intervention.